Event description:
No new information.

Manufacturer narrative:
An event regarding arm haptic issue involving a mako pka software was reported. The event was not confirmed. Method & results: product evaluation and results: the field service engineer reported: problem reproduced: no. Troubleshooting notes: mps reported difficulty aligning the arm in haptics and errors on screen indicating knee had moved when it was not being touched. Work performed: detailed maintenance inspection preformed. Adjusted camera mount, checked camera lenses, bump stops, j2 cables for drape and visually inspected all joints. Did not identify and issues with system accuracy or tracking. Issue likely due to external factors. All associated checks and validation testing passed no defects noted, system is ready for clinical use. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was not confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Mps reported difficulty aligning the arm in haptics, and errors on screen indicating knee had moved when it was not being touched. Case type: tka.